Manufacturer narrative:
The customer informed a replacement part was received in good working condition. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that customer ordered item (B)(4) on order (B)(4) and it arrived with a bent hose barb. There was no patient involvement, and no adverse event reported.